Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to press the insulin pump's act button very hard in order for it to respond. The insulin pump alarmed motor error and no delivery. The customer was hospitalized on (B)(6) 2016 because the insulin pump was not delivering insulin and the ambulance had to come pick her up from the doctor's office. Her blood glucose level was around 335 mg/dl and 350 mg/dl. The customer had a heart failure. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had a blank display. The display returned after troubleshooting. The self-test passed. The no delivery alarm was resolved with a complete set change and the customer was able to prime. The device was not returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.